Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.1, reference: 3.1, mean: 3.60, confidence limits: 2.0-5.0. Inratio: 4.1, reference: 2.7, mean: 3.40, confidence limits: 2.0-5.0. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, pt was on amiodarone at time of testing. Per product user guide, certain over-the-counter drugs and prescription medication can alter coagulation and lead to inaccurate inratio results. (B)(4). Action threshold was reached. Since release of strip lot, in-house therapeutic sample tests were performed on retain and returned strips. Customer's observations have not been reproduced in tests. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (nurse for pt) alleged discrepant results compared with another system and the lab. Results as follows: date: (B)(6) 2011, inratio: 4.1, coaguchek: 3.1, lab: 2.7. Pt had a salad on the night of (B)(6) 2010.